Event description:
While using a carefusion maxplus extension set, the extension tubing disconnected from the cap resulting in fluid loss. Nurse noticed fluid leaking and tightened the cap on the set. This was second set within a month that this happened with while using. Set was not saved to be tested/evaluated, but manufacturer (carefusion) was contacted to let them know if issues being experienced with this product.